Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As per sales rep vm message: performing a tibia plateau fracture on the left tibia utilizing axsos targeting system. While drilling distal screws through plate with targeting sleeve, drill bit broke off at tip. Tip/broken piece remained in patient. Doctor drilled a second hole in the tibia in distal portion of plate and that drill bit broke. The broken piece remained in the patient tibia. The power screw driver shaft tip broke when the doctor was putting a 4.0 locking screw in by power and advanced too far. The issue was resolved by surgeon putting in remaining screws. All three pieces are being returned.

Manufacturer narrative:
The reported incident that a screwdriver bit axsos t15, ao fitting 4.0mm locking set was alleged of issue (s-11- breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The visual inspection showed that the screwdriver blade shows a fracture surface that is typical for a torsion fracture due to overtightening. Indeed, torsion lines can be noticed on the breakage surface. Furthermore, discoloration of the color ring can be noticed. The signs of usage identified on the device (discoloration, scratches, etc.) Are compatible with the years the device was on the market - the device was manufactured in 2009. As a reminder, it is stated in the operative technique that: ¿[...]stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.[...]¿. Furthermore, if the device has not been used carefully and under appropriate cleaning conditions, it is quite possible to have reached the end of its life faster. In fact, the cleaning and sterilization guide states: " [...] The guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants should be used.[...]". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As per sales rep vm message: performing a tibia plateau fracture on the left tibia utilizing axsos targeting system. While drilling distal screws through plate with targeting sleeve, drill bit broke off at tip. Tip/broken piece remained in patient. Doctor drilled a second hole in the tibia in distal portion of plate and that drill bit broke. The broken piece remained in the patient tibia. The power screw driver shaft tip broke when the doctor was putting a 4.0 locking screw in by power and advanced too far. The issue was resolved by surgeon putting in remaining screws. All three pieces are being returned.